Manufacturer narrative:
The returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr.

Event description:
It was reported that a burr detachment occurred. The target lesion was located in a moderately to severely calcified, moderately tortuous 85-90% stenosed left main/left circumflex artery. A rotapro 1.25mm atherectomy catheter was selected for treatment. Atherectomy was performed 6-7 passes and the procedure was completed. During withdrawal, the burr of the rotapro 1.25mm detached from the drive shaft. The detached portion was removed by being pulled. No patient compilations were reported and the lesion was stented and post dilated with good results.

Event description:
It was reported that a burr detachment occurred. The target lesion was located in a moderately to severely calcified, moderately tortuous 85-90% stenosed left main/left circumflex artery. A rotapro 1.25mm atherectomy catheter was selected for treatment. Atherectomy was performed 6-7 passes and the procedure was completed. During withdrawal, the burr of the rotapro 1.25mm detached from the drive shaft. The detached portion was removed by being pulled. No patient compilations were reported and the lesion was stented and post dilated with good results.